Event description:
Pt was implanted with the ti occipital plate/rod from occiput - t2. Reportedly, one rod broke approximately 4 weeks post-operative and the second one broke approximately 3 months post implant. Rods were broken at the c2-occiput junction. Pt was returned to the or for removal and revision to the mid-line version with pre-bent rods.

Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.